Event description:
Customer stated "felt a shock when using the pad." The product was returned for investigation. Upon further investigation into the customers complaint, the inspector could not find any type of defect with the product. The pad was tested by a quality control technician and the pad was heating and functioning properly. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.